Event description:
#Medwatcher #(B)(4). I had the essure in (B)(6) 2009. From the moment I had the procedure done I had severe right side pain which resulted in one of my fallopian tubes being removed in (B)(6) of 2011 (the right coil had migrated and was lodged in my womb). My symptoms were better for a while, then in 2012, I started having longer periods, losing blood clots and more pain. This then progressed to other health issues such as lower back and pelvic pain stomach pain and cramps, constipation and periods that lasted for months. I was in serious agony to the point where it took control of my every day life. On (B)(6) 2015, I had a total hysterectomy leaving just one ovary. Since my hysterectomy (aside from post op pain) every single one of my symptoms has completely disappeared and I feel like a different person. After my surgery in 2011 the left coil also migrated and goodness knows what else it has done to my body. I am awaiting pathology reports and pictures.